Event description:
The patient reportedly developed a hematoma which became infected over the implant site following implantation. The patient was prescribed antibiotics (type unknown) but the parents did not give the patient the prescription regularly so the patient was treated intravenously. The patient's device was explanted and the patient was reimplanted with another cochlear implant.